Manufacturer narrative:
The case was completed successfully with a second implant. Patient is doing well.

Event description:
The bear implant did not hydrate properly and in fact, not really at all. We hydrated the device with 15cc whole blood, then let the tourniquet down to fill up the specimen cup with another 20+ cc of blood. After about 5 minutes of waiting for the implant to hydrate, dr. Attempted to pass the device through the arthrotomy and the implant broke in half vertically. He took one of the halves and submerged it in the specimen cup of blood and it still didn't get any softer. We opened a second implant from a different lot, and it hydrated immediately so we were able to finish the procedure, but dr. Said that what was left of the first implant was still very firm inside the knee when he closed (the knee). Procedure was completed successfully with second implant. Patient is doing well.